Event description:
It was reported that when using the bd pyxis¿ medbank mini cubie containing hydroxyzine pamoate 25 mg capsules failed to open and not registered in the system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was found that a cubie containing hydroxyzine pamoate 25 mg capsules was not registered in the system. The user stated that the cubie was located at the back of drawer 2. A technical support specialist (tss) reviewed the configuration in myqlink and asked the user to log in to the cabinet to verify access to restock items. It was determined that the user did not have the required access. The tss confirmed that only one cubie was listed for the medication, with zero quantity on hand. The tss advised the user to follow up with the pharmacy to resolve the inventory issue and then closed the case.